Manufacturer narrative:
The device was received for evaluation by the manufacturer. Visual evaluation confirmed the hypodermic needle had fractured and separated at the braze joint seam. A portion of needle remained joined inside of the brazed horn. Pitting and demarcations at the distal end of the hypodermic needle indicated significant contact with the case nose assembly sheath. The extent of demarcation along the needle indicates aggressive technique. Rolling of the needle on the granite inspection block revealed it was bent at the distal end indicating significant force was used. Functional testing could be performed due to the state in which the device was received. The failure was caused by mechanical stress from improper technique and material fatigue. The device did contribute to the failure.

Event description:
Per the information reported, 8 minutes and 1 second into the procedure the tip of the device broke and separated from the handpiece. A new handpiece was obtained and the procedure was completed. A 5 minute delay occurred while the new handpiece was obtained and prepared for surgery.

Manufacturer narrative:
In the original submission, the last sentence of the first paragraph states, "functional testing could be performed due to the state in which the device was received." It should have been written as follows, "functional testing could not be performed due to the state in which the device was received." Additional, information was provided on february 15, 2017. When the needle broke during the procedure, the broken portion of the needle did not lodge into the patient requiring removal by the doctor. The broken portion of the needle fell onto the sterile field. A second microtip was obtained and used to complete the procedure.

Event description:
Per the information reported, 8 minutes and 1 second into the procedure the tip of the device broke and separated from the handpiece. A new handpiece was obtained and the procedure was completed. A 5 minute delay occurred while the new handpiece was obtained and prepared for surgery.